Event description:
It was reported that during a cystectomy procedure that the clips would not advance. Another like device was used. There was no adverse patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results for the instrument confirmed that it was returned non-functional. The instrument was cycled and would not feed the clips. Upon disassembly of the instrument, the feedbar was found to be bent and the antibackup teeth were noted to be worn out. No conclusion could be reached as to what may have caused the found damage. The batch history records were reviewed with no anomalies noted during the manufacturing process.